Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood/tissue was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the cathode conductor coil was fractured at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe the conductor coil became fractured due to torsional overstress during attempts to extend/retract the helix.

Event description:
Boston scientific received information that during the implant procedure, the right ventricular (rv) lead helix did not fully extend. As a result, the lead dislodged. Attempts to reposition the lead were not successful as the helix would not completely retract. After troubleshooting, the rv lead was removed and successfully replaced. No adverse patient effects were reported.